Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report getting high readings w/her plink meter. Tested against her other meter. Analysis run on clark error grid using competitive reading (47) as ref. Point vs. Bd readings (481) yielded data points in the e range of the grid, outside of acceptable limits.